Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. The customer reported increased sparks and patient burns during cardioversion. Burns may result from high patient impedance due to poor skin prep, incorrect electrode use, or improper handling. The propadz instruction for use (IFU) warns that excessive hair, poor adherence, or air under the electrode can cause arcing and burns. Cardioversion may also cause reddening from hyperemia, which can resemble a burn. The customer did not respond, and neither the electrode nor the device was returned. A DHR review for pro-padz (8900-4005) lot 0125 found no abnormalities. No trend associated with similar complaints.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unknown), there was a spark seen from the electrode pads and after removing the electrode pads, burns of an unknown degree were found on the patient. Please reference medwatch report number 1218058-2025-00034 and 1218058-2025-00035 for similar reports from the same customer.